Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 500-600 mg/dl and insulin injections were administered to address bg. Customer did not know cause of event and declined tandem technical support¿s offer to perform a pump system check. Customer reverted to using manual injections for insulin therapy.